Event description:
It was reported that the patient was having a csf (cerebrospinal fluid) leak near the catheter entry site. Per the manufacturer¿s re presentative, the healthcare professional (hcp) did not do a ¿purse string¿ suture and believed that may be the reason. No symptoms were reported by the patient, but there was a bulging of the skin at the spinal segment site which was ¿most likely¿ due to the csf leak. The hcp opened the patient at the site and placed a purse string suture. The patient was doing well as of the date of 2015-(B)(6). The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).